Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, after pre-dilation, the physician was not able to completely deploy the 120 cm. Smart flex 5 x 200 vas stent. The whole system including the guidewire had to be retracted. The target lesion was the right superficial femoral artery (rsfa). The approach was cross-over from the left femoral artery. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that the rsfa target lesion was calcified. No additional intervention was necessary in order to remove the device. Another stent (non-cordis) was used to complete the procedure successfully. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use, it was unknown if the stent delivery system passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure but there was afterwards to remove the system including the guidewire. No additional information is available.

Manufacturer narrative:
During an interventional endovascular procedure, after pre-dilation, the physician was not able to completely deploy the 120 cm. Smart flex 5 x 200 vas stent. The whole system including the guidewire had to be retracted. The target lesion was the right superficial femoral artery (rsfa). The approach was cross-over from the left femoral artery. There was no reported patient injury. Additional information received indicated that the rsfa target lesion was calcified. No additional intervention was necessary in order to remove the device. Another stent (non-cordis) was used to complete the procedure successfully. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU (instructions for use). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use, it was unknown if the stent delivery system passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds (stent delivery system) towards the lesion. No unusual force was used at any time during the procedure but there was afterwards to remove the system including the guidewire. No additional information is available. The product was returned for analysis. One non-sterile smart flex 5x200 vas 120cm sds catheter was returned. Per visual analysis the unit showed a kink in the outer sheath tubing, a bend in the stainless steel pusher shaft between the hemostasis valve and the proximal luer, and the female luer separated from the outer sheath. The female luer was inspected for adequate fill level of uv adhesive, prescribed as 11-16mm from the distal end. The proper amount of adhesive is present. Adhesive residue typical of a pre-existing bond is also present on the exterior of the outer sheath.  Additionally, the heat shrink was fully shrunk to luer, although it had detached from the outer sheath. These characteristics do not indicate that any manufacturing issue contributed to the separation of the female luer to outer sheath bond. Per dimensional analysis the kink was measured to be located approximately 42mm from the proximal end of the outer sheath, where the stainless steel pusher shaft ends inside of the catheter. Per functional analysis, the stent was pushed out completely and released with the application of 5.26lbs of force. This force exceeds the bond strength requirement, which is likely the cause of bond separation between the female luer and the outer sheath. Excess force, during or after the procedure, likely caused the stainless steel pusher shaft to bend as well. Once deployed, the stent was inspected under a microscope for damage and no issues were found. The length of the catheter was inspected after deployment and no problems apart from those previously mentioned were discovered. A device history record (DHR) review of lot 37155 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ was not confirmed through analysis of the returned device as the stent was deployed albeit with slightly greater force than the specification and the kinked condition prevented optimal testing conditions. Calcification of the target vessel may also have contributed to the reported event. The exact cause of the event could not be determined during analysis. Based on the information available for review, shipping and handling factors may have contributed to the kinked and separated event as evidenced by delamination without damage to the underlying braiding noted on the inner surface during analysis. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.